Event description:
It was reported that there was a catheter problem and that the catheter was going to be revised or replaced. No further information was obtained. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model 8709sc, (B)(4), implanted: 2008-(B)(6), explanted: 2011-(B)(6).

Event description:
Additional information: it was later reported the pump contained lioresal. The symptom associated with the catheter issue was reported as loss of therapy; the specific catheter issue was not known. The entire catheter was replaced.

Manufacturer narrative:
Continuation of concomitant medical products: implanted: unk explanted: unk.